Manufacturer narrative:
Results code "device component or accessory : battery" and "evaluation result : electrical problem" were added, because they were not included in the previous report.

Event description:
A premature battery depletion is suspected with this device. It was reported on (B)(6) 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
It was reported on 02 aug 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
A premature battery depletion is suspected with this device. It was reported on 02 aug 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis revealed that the device faced one reset, on (B)(6) 2016, due to a power on reset (i.e. An abrupt decrease of the battery voltage). The most probable hypothesis that could explain this behavior would be an (intermittent) overconsumption and/or a hardware failure. Recommendations were sent, on (B)(6) 2016, in order to evaluate the benefit of a device replacement.

Event description:
A premature battery depletion is suspected with this device. Preliminary analysis revealed that the device faced one reset, on (B)(6) 2016, due to a power on reset (i.e. An abrupt decrease of the battery voltage). The most probable hypothesis that could explain this behavior would be an (intermittent) overconsumption and/or a hardware failure. Recommendations were sent, on (B)(6) 2016, in order to evaluate the benefit of a device replacement.

Manufacturer narrative:
.

Event description:
A premature battery depletion is suspected with this device.

Manufacturer narrative:
Preliminary analysis did not reveal neither overconsumption nor irregularities which coule explain the reported issue. A battery failure cannot be excluded.

Event description:
A premature battery depletion is suspected with this device. It was reported on (B)(6) 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A premature battery depletion is suspected with this device. It was reported on (B)(6) 2016 that the subject device has been explanted on (B)(6) 2016 and will be returned for analysis.